Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It was also reported that the patient was treated with oral and topical antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.